Event description:
While drilling cranial burr holes, the perforator drill bit plunged after the burr hole was complete. The cranial bone was removed and the dura was opened. There were no vascular injuries. The perforator nicked the surface of the cortex.